Event description:
While I was driving to work I felt my contact tear in my eye. The contacts had been placed about 1 hour prior, and had been put in using a multipurpose solution. After nearly an hour of trying to remove the lens, I was able to remove 1 half, I assumed the other half had worked its way out of my eye. The next morning I realized the other half of the lens was still in my eye, and called the dr who had fitted and prescribed the lens. She was able to remove the lens. My eye was very irritated for the next several days although no scratching to my cornea occurred.